Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The photo shows the guide wire assembly with the guide wire cap not pictured. The distal end of the guide wire was kinked. The customer also returned one, opened cvc kit for analysis. Signs of use were observed inside the guide wire tubing, which contradicts the report that the defect was observed prior to use. It was noted that the guide wire assembly cap was missing from the returned contents. The guide wire was removed from the tubing and a kink was observed towards the distal end. Microscopic examination confirmed the damage and revealed that the distal j-bend was slightly misshapen. Further microscopic examination revealed that the distal and proximal welds were secure and intact. When assembled inside the guide wire tubing with a lab inventory cap, the location of the kink would be located inside the blue straightener tube , protecting it from damage whilst inside the packaging. The kink on the guide wire measured 566mm from the proximal weld. The guide wire total length measured 602mm , which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was passed through the returned arrow raulerson syringe (ars) and 18ga introducer needle. Despite the kinking, the guide wire was able to pass through both components with little to no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. A kink was observed towards the distal end of the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guidewire tubing. Based on the customer report and sample received, the potential root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " on (B)(6) 2025, the doctor found the swg kinked prior to the patient." The user changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2025, the doctor found the swg kinked prior to the patient." The user changed to a new set to resolve the issue.